Event description:
Indication: common variable immunodeficiency, unspecified. Per (B)(6). Pt's infusion nurse, the pt's pump keeps dying. (B)(6). Reports that per the curlin pump manual, the battery should last 30 hours when an infusion runs at a rate of 120 ml/hr and right now, the rate is up to 180 ml/hr. (B)(6) advises they placed 3 new sets of batteries, though they have 30 minutes of infusion left and they should be able to complete it fully. Pt is infusing 50 gm/500 ml gammagard, made up of 1-30 gm/300 ml vial and 1-20 gm/200 ml vial. Pt's nurse did not report the pt experiencing any adverse events or missed doses due to the product issue. The device serial number was not provided. Device is available for return upon the pt receiving return shipping materials. No additional details, dates, or information provided.